Manufacturer narrative:
Date of report : 26jul2019. "User facility" is the reporting source. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 19jul2019, date of report : 25jul2019. Multiple attempts have been made to contact the customer for additional information, but the customer could not be reached. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the flow sensor test was not passing. The customer reported that during the oxygen percentage testing, the unit would only get up to 93%. The device was not in clinical use at the time the issue was discovered.